Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (drain bag) product ifus were found to be adequate based on past reviews. Correction : h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient received bd leg bags from another supplier and they did not know what the package indicated. It was stated that the product in the package was completely a different product. The patient informed their supplier and they advised to contact the manufacturer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient received bd leg bags from another supplier, and they did not know what the package indicated. It was stated that the product in the package was completely a different product. The patient informed their supplier, and they advised to contact the manufacturer.